Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of nasal jejunal tube. On (B)(6) 2019, the patient was hospitalized due to aspiration pneumonia.